Manufacturer narrative:
During an onsite visit, the fse (field service engineer) made replacements and successfully completed system verification to specification. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a flap defect following lasik flap creation of the left eye. Upon additional follow up it was reported that when the surgeon tried to lift the flap the anterior portion of the flap was not cut. When the surgeon lifted the flap it ripped "all the way to the white". Procedure was completed and patient is doing well post operatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.